Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-03207. It was reported that during a stenting treatment procedure withdrawal resistance, stent dislodgement and stent damage occurred. Access was obtained via the right radial artery. The target lesion was located in the globally atherosclerotic right coronary artery (rca). It was noted that there was stenosis in segment two of the lesion and a minor residual dissection in the marginal segment. A 2.0x15mm non bsc balloon was advanced to the mid rca for predilation and was inflated to 12atms for 10 seconds. A 2.50x20mm omega stent delivery system (sds) was advanced to the lesion and it was noted that the device became stuck on the plaque in the proximal rca. The physician was unable to move the sds backwards or forwards. When the physician attempted to remove the sds, the stent became dislodged in segment one of the lesion and became "accordioned". A 1.20x12mm non bsc balloon was advanced to the lesion to recover the stent; however, the attempt was unsuccessful. The physician decided to deploy the dislodged stent in the un-intended lesion and a 1.50x15mm non bsc balloon catheter was advanced into the stent and was inflated at 20atms for 10 seconds. To ensure that the stent was fully deployed, a 2.00x15mm non bsc balloon and a 2.50x15mm non bsc balloon were positioned and inflated at 20atms for 10 seconds. A 2.50x16mm omega sds was then advanced to segment two of the rca; however, the sds became stuck inside of the previously deployed stent. When the physician attempted to withdraw the sds, it became dislodged in segment one of the lesion. The physician attempted to remove the dislodged stent with a 1.5x10mm non bsc balloon along with a 1.5x15mm non bsc balloon; however, the attempt was unsuccessful and the stent was deployed in an un-intended lesion. A balloon was then inflated in the lesion at 20atms for 10 seconds. To maximize the deployment of the stent, two non bsc balloons, sizes 2.5x15mm and 3.0x15mm, were inflated in the lesion at 20atms for 10 seconds. A 3.5x10mm non bsc balloon was then inflated in the proximal rca at 16atms for 10 seconds and 20atms for 10 seconds. A 3.0x8mm nc quantum balloon was inflated in the lesion between the two deployed stents at 20atms for 20 seconds. The procedure was completed at this point with no additional patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.